Event description:
A malfunction alarm occurred, but no notable events took place beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, successfully resolving the issue as the malfunction code did not recur.